Event description:
It was reported via a (B)(4) transmission an alert due to non-sustained lead noise was noted. Noise was not present in the egm. The device was reprogrammed and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.